Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during prime. The home patient (hp) was connected and the caller was using supplies from a previous therapy. The baxter technical service representative (tsr) told the caller the hp should never be connected during priming and they told the caller to disconnect the hp and to start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware the hp was using the supplies from their previous therapy. The rn stated the hp has had no injury or medical intervention since the incident.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed based on the patient's account of reusing supplies from the last therapy. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.